Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was intermittently inaccurate. Review of the pump data logs by tandem technical support verified that a data log corruption had occurred. There was no reported impact to the customer's blood glucose level.